Event description:
It was reported that during a surgical procedure at the user facility, the tps micro driver would not stop running. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was not duplicated by service technician through functional testing. However, visual inspection of the device revealed corrosion on the sockets.

Event description:
It was reported that during a surgical procedure at the user facility, the tps micro driver would not stop running. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.